Event description:
A white (B) (6) female admitted for a laparoscopic nissan fundoplication to repair a paraesophageal hital hernia. During the surgical count at the close of the procedure, the scrub tech noted that a part of the endosuture jaws was missing. She informed the attending surgeon, who ordered an immediate intra-operative chest x-ray. The chest x-ray revealed a metallic foreign body in the left medial stinum region. The attending surgeon made the decision to not re-open, but to attempt to retrieve the "metal' piece on the following day via video-assisted thoracoscopy instead extending the anesthesia time. On the following day, the attending surgeon experienced difficulty in locating the foreign body. The procedure was converted from a video-assisted thoracoscopy to a open thoracotomy with the removal of the foreign body. The pt tolerated the second procedure without incident and was admitted to ICU for close observation secondary to two major surgeries within 24 hours. Diagnosis or reason for use: laparoscopic nissan fundoplication.